Manufacturer narrative:
A partial lead with the distal tip measuring 51.0 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed. Returned may 15, 2017.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that when the asymptomatic dependent patient presented for elective device replacement, externalized conductors were observed. Procedure was cancelled and patient was re-scheduled for both device and lead replacement. Lead was explanted and replaced. The patient remained stable before, during, and after the procedure and will continue to be monitored. Based on the review of the diagnostic views provided to st. Jude medical, the conductors do not appear to be externalized.